Event description:
It was reported that during hospitalization, after a successful imex procedure (pta/stent lica), and a successful right common femoral and external iliac artery pta, the physician was urgently paged due to the patient's sudden change in hemodynamic status and cardiovascular collapse. The patient required ventilator assistance and was taken to the lab where a peritoneal bleed was confirmed by angiographical blush/extravasation. A 6 mm balloon was deployed to somewhat hemodynamically stabilize the patient. A 7 mm ptfe covered stent was deployed in the area of extravasation, immediately sealing the leak. The condition was not pre-existing, and the patient continues to improve. The physician does not believe this incident is device related.